Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2204-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the alaris tubing we are using has not been activating the blue and white safety clamp which fits in the pump channel. Upon removal from the channel, the clamp does not activate so anything in the tubing runs to the floor.